Event description:
A customer reported an issue with the speaker and vibration function of a pump, noting that the speaker volume and vibration were too quiet. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.